Manufacturer narrative:
The pod was received with the soft cannula deployed. The pod data showed no errors that would indicate any issues with insulin delivery. Inspection of the patient history buffer (phb) data found that the algorithm functioned as expected with respect to the estimated glucose values (egv) from the continuous glucose monitor (cgm). During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak, though no leaks were observed coming from the fill port. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage led to the reported event. No problem was found regarding the reported leaking from fill port event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s918usqs6dydb hardware: sm-s918u cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 400 mg/dl, while wearing the pod between 1 and 4 hours. They reported the pod leaked insulin. As treatment, a new pod was successfully applied.